Event description:
Customer reported via loopblog and phone call of not being able to keep sensor on due to severe skin allergy to adhesive. Customer reported of pulling skin off after attempting to remove sensor after wearing for two days. Customer was advised on website for possible clinical trial on adhesives.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.